Event description:
A package containing the scope was received with no prior complaints associated with it. On 01/10/2007, the hospital reported that the scope was cloudy. The hosp did not report any pt effect, it was unk if this scope was used in a case. This report is filed, because cloudy scope is a reportable malfunction.

Manufacturer narrative:
The initial visual inspection shows that the optic is compromised. The scope was going to be sent to scholly for further investigation, however, the hosp requested the device to be returned back to them, because it was out of warranty. Since the device was not shipped to scholly for further investigation, it will be difficult to confirm the reported problem.